Event description:
The customer's daughter reports back to back results of 447 and 139 mg/dl. She also states that on another occasion her mother obtained a reading of 300 mg/dl and took an additional 4 units of novolin based upon her sliding scale. The daughter found her mother unconscious about one hour later and called the paramedics who tested her at 16 mg/dl, her accuchek read lo, they transported her to the hospital where she received treatment and was released. No report of an adverse event. Controls were not run. Return requested and replacement was sent.